Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 124 mg/dl. Troubleshooting was done, however the issue was not resolved. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.